Manufacturer narrative:
The navigation's electromagnetic (em) integrated 4 port box was returned to the manufacturer for analysis. Reported issue was able to be duplicated. The box would not connect to a test system. Port two would not recognize the inserted instrument and port two light was amber. Em interface reported a fault on port two. Reinserted the instrument and port two began to function properly finding that the fault is intermittent. The rest of the three ports looked fine and functioned normally. The hardware investigation found that reported event was related to a red status/not tracking, electrical failure. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface box for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspected interface box has not been received the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the second port on the interface box for the navigation system was functioning intermittently. There was no patient present when this issue was identified. No additional information was provided.